Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a interface problem and station was stuck on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that there was no response from the customer despite continuous follow-up attempts. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a interface problem and station was stuck on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.